Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 81mm. The procedure successfully ended without endoleak. On (B)(6) 2009, no endoleak or any other adverse event was reported at the 6 months follow-up examination. The aneurysm diameter measured 82mm. On (B)(6) 2010, the aneurysm diameter measured 82mm. The presence of endoleak was unknown. On (B)(6) 2010, a type iii endoleak was identified. The physician reportedly stated that the cause of the type iii endoleak was a short overlap length of the devices. On (B)(6) 2010, a non-gore manufactured stentgraft was implanted to repair the type iii endoleak. The endoleak resolved and the patient was discharged. On (B)(6) 2010, the patient was diagnosed with aortobronchial fistula. The patient was scheduled for readmission to the hospital. On (B)(6) 2010, the patient was readmitted to the hospital and diagnosed with graft infection. Antibiotic treatment was provided. On (B)(6) 2010, the physician initially planned to explant the infected devices and perform the vascular graft replacement by an open surgery. However, during the open surgery, it was found that the adhesion of the aneurysm with the lung was severe, and the physician determined just to remove the thrombus from the sac and perform the endoaneurysmorrhaphy. A drainage tube was also placed to drain an abscess. On (B)(6) 2010, the patient expired due to sepsis from the infection.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, aortobronchial fistula, infection, death.

Manufacturer narrative:
Results pending completion of evaluation. A review of the sterilization paperwork for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
Deleted the date of explant since the devices remained in the patient.